Event description:
Caller reported experiencing a cartridge alarm during the load process, which prompted the designation of blood glucose as "high," although no specific value was known. Customer addressed this by administering a correction injection using multiple daily injections (mdi), ensuring insulin delivery without the need for third-party assistance. Technical support responded by organizing the dispatch of a replacement pump and provided instructions for returning the faulty device, with the customer acknowledging and understanding all necessary procedures. Reportedly, customer reverted to an alternative method of insulin therapy.